Event description:
It was reported that the patient's 2002 implant needed replacement after two years, and the patient was expecting it to last longer. Information regarding cause of the event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# l40760, implanted: (B)(6) 1997, explanted: (B)(6) 2004, product type: lead. Product ID: 7495-10, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2004, product type: extension. (B)(4).